Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) displayed iabp may require maintenance after removing the machine from the patient. There was no injury or harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the cardiosave can bootup properly and physical, overview was ok. End user reported have message iabp may require maintenance and machine will auto standby. Perform machine regulation calibration and adjust vacuum / pressure regulator. Perform functional tests and safety test, all results passed. Device was returned to user and cleared for clinical use and monitoring for two weeks.